Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the lead was connected to the new pulse generator it exhibited high impedance. When the lead was connected to the psa, normal electrical values were noted. The physician checked that the lead was properly secure to the device header. The lead was then connected to another pulse generator and the same behavior was noted. The physician elected to no longer use the lead and replace it. No patient symptoms were reported.